Event description:
It was reported that the patient presented in the clinic after receiving multiple inappropriate shocks. It was noted that the implantable cardiac defibrillator exhibited post sensed t-wave oversensing. The device was successfully reprogrammed. The patient was stable prior, during and post event.

Event description:
New information received states that the patient presented in the clinic after recieving multiple inappropriate shocks. It was noted that the implantable cardiac defibrillator exhibited post sensed t-wave oversensing. The device was successfully reprogrammed. The patient was stable prior, during and post event.